Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 05/02/2024, the patient was feeling sick and the cgm reading was low. His sister came to check on him. The patient was vomiting and lethargic, experienced neuropathy. In addition, it was reported that the bg reading was 221 mg/dl and the cgm reading was low, earlier on 05/02/2024 prior to the patient being admitted to the hospital the day of the event. No other details were reported. His sister called the ambulance and when the ambulance arrived at the house, they immediately took a bg reading which was 583 mg/dl and the cgm was reading low. The paramedics treated the patient with unspecified medication (the patient couldn¿t remember the medication). The patient was taken to the hospital and admitted to the intensive care unit (ICU). There, he was treated with IV insulin for 3 days and other IV medication that the patient couldn´t remember. After 3 days the bg stabilized but the patient was still feeling sick and lethargic. The patient was discharged on (B)(6) 2024. At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.